Event description:
Provider was doing a bone marrow biopsy when the jamshidi needle handle broke off the needle, leaving an instrument in the patients back. The provider needed to manually extract the needle - putting both himself and the patient at risk of injury. A different device was obtained, and the procedure was completed, requiring a second puncture of skin and bone for this patient.